Event description:
It was reported that the patient received inappropriate therapy due to t wave oversensing. The pace/sense portion was capped and replaced. Defib portion of the lead remains active.

Manufacturer narrative:
No medwatch form was received.